Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced episodes of pre-syncope, and the right atrial (ra) and right ventricular (rv) leads exhibited high, unstable impedances. The leads also exhibited loss of capture and oversensing depending on manipulation and programming changes. It was initially unable to be determined if there was a problem with the leads or the device header, and as such, the implantable pulse generator (ipg) system was explanted and replaced. Further inspection indicated that the leads were securely inserted into the device header, and there was no visual indicator of a device problem. No further patient complications have been reported as a result of this event.